Event description:
Pt was admitted for removal of hardware and excision of excostosis of the fibula. While removing a nail from the healed fracture, the extractor broke leaving the threaded portion inside the nail. They were unsuccessful at removing this so it was left in.